Event description:
This patient underwent a vaginal hysterectomy and anterior repair and placement of a trans obuturator tape for urinary incotinence. (Mentor ob tape) in 2005. Several months later the tape eroded through into the vagina and a segment of the tape was removed in the or. She did well until a yr later, when an odor and a right sided pelvic pain occurred. Exam initially was normal but several days later a large right sided perineal abscess developed. Antibiotics and surgical drainage caused some improvement but drainage continued and an MRI showed the infection probably communicated with the tape. She returned to the operating room and the tape was removed the next month. Cultures are pending. She was discharged today on flagyl and cipro. This clinical presentation is very similar to three cases reported in the sept issue of obsterics and gynecology. The cases from france all had infected tapes from the mentor company and bacteroides was the common agent.